Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that eight rt324 infant continuous flow breathing circuits failed the leak test. It was reported that the circuits had a hole near the chamber connector. This was found before patient use.

Manufacturer narrative:
(B)(4). Method: six complaint rt324 breathing circuits and one dryline were returned to fisher & paykel healthcare in (B)(4). Five circuits were returned in the sealed plastic bag and the other remaining one circuit and dryline were returned in an unsealed plastic bag. The circuits were visually inspected and subsequently submerged in a water bath to determine the location of the leak. Results: visual inspection of the returned drylines revealed that the distal corrugation on the tube of six drylines appeared to have been compressed and pinched. There was a pin-sized hole next to the compressed part of the corrugation. Additionally, five circuits showed stress marks on the chamber end connector. The water bath test showed bubbles forming from the pin-sized hole of the complaint six drylines. No damage was found to one of the returned complaint rt324 circuits in the sealed plastic bag. The pressure test revealed that the tested circuit was within specification. A lot check revealed no other complaint of this nature for lot 141129. Conclusion: we are unable to accurately determine what may have caused the damage observed on the returned dryline tubes. Based on our findings from investigations into similar complaints, it is possible that the damage to the rt324 dryline tubes could have been caused during the manufacturing process. During the production of the subject dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. Since then a 100% leak test was implemented. The user instructions that accompany the rt324 state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. The hospital correctly tested the circuits prior to patient use, which is in line with our user instructions.